Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported the device has been used in a previous unknown surgery and the staples had not formed. The patient was treated for sepsis and survived. The surgeon requested more information regarding the product for the pending surgery in the am. Package insert faxed in am and name of sales rep provided request for return call regarding previous mentioned surgery. No return call received. No other information available.